Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie pocket failure. A field service engineer ran full drawer tests and found that pocket a4 had a broken lid part stuck in pocket housing preventing pocket lid from functioning correctly. Advised pharmacy escort to replace pocket. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system pocket will not open and requires maintenance. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.